Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 18-nov-2024 section h3 - device evaluated by manufacturer? Yes device evaluation the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint device was received with the plunger rod partially advanced and overriding the complaint lens that was stuck in the cartridge. A haptic could be observed to be detached; the lens was damaged. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip was damaged. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. The lens was removed from the cartridge presenting with damage to the optic body and edge of the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was faulty. No further information was provided.